Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the fluid path components found the exposed portion of the soft cannula to be kinked. The length of the soft cannula measured within specification. It could not be determined when or how the damage to the soft cannula occurred. Fluid was able to flow through the complete fluid path despite the damage to the soft cannula. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.5. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 440 mg/dl. The patient reports after delivering a bolus their blood glucose level had not decreased. The patient reports hey removed the pod from the infusion site.